Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 24.5 mmol/l. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The customer was treated with bolus. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.